Event description:
It was reported that a malfunction alarm occurred with the pump. There was no reported impact to the customer¿s blood glucose level. The customer reset the pump resolving the issue.